Event description:
It was reported that the patient experienced a replacement of a spectra concealable penile prosthesis (spp) device due to unspecified reasons. An ambicor penile prosthesis(app) device was implanted to complete the procedure. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the reason the device was revised was because the patient was interested in getting an inflatable penile prosthesis device. The patient outcome was reported to be good.